Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 0175489. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one physical sample was received for evaluation by our quality team. Through examination of the sample, a visual inspection was preformed and an embedded foreign matter was the barrel wall. This defect could have been caused by a syringe barrel molding, where the gasket was worn out and pieces of the gasket got mixed with the resin. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 306547 batch no: 0175489. 10 ml syringe that looks like it has red specs in it out of the package or inside the syringe; has not been used on a patient found on adult inpatient unit.